Manufacturer narrative:
Manufacturing and quality control data: the progav® 2.0 was manufactured by a qualified employee in october 2018. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fx414t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: the progav® 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Result: first, we performed a visual inspection of the progav® 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve was not permeable, but met all other specifications. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the valve at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (part # fx414t) was implanted on (B)(6) 2019. According to the complainant, the device was believed to be not adjustable and operated in underdrainage. The patient underwent a revision procedure. The complaint device was returned for evaluation. No patient complications were reported as a result of the revision procedure on (B)(6) 2021. Patient information: age y: (B)(6). Height cm: 100. Weight kg: (B)(6). Gender: male.